Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient underwent device removal on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Patient code for medical device removal was not included in the follow up report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a . Concomitant products: mentor memorygel breast implant. Catalog #: 3503751bc, serial #: (B)(4), lot #: 7644778. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent a primary breast augmentation with a mentor memorygel breast implant 375cc and experienced baker grade iii capsular contraction on the left side post-operational. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information: on (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor became aware that the patient was upgraded to baker grade IV capsular contracture on the left side. As a result, the patient underwent device removal and replacement with 275cc mentor memorygel breast implants, catalog number 3507275mc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).